Event description:
It was reported that during a knee surgery the tip of the screw broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional info: h6. Complaint is confirmed. One unpackaged ar-4020c-08 was received for investigation. Functional testing found that the driver still fits into the device. Upon visual evaluation, the tip of the screw is broken. Probable cause is attributed to misuse due to user error applying excessive force. Refer to investigation photos.